Event description:
A call to technical services on (B)(6) 2011 states that rep had dinner with physician last night had watchman device atrial left atrial appendage occlusion device. Dr. (B)(6) had heard, through another physician that several of these devices exhibited minor leaks. Dr. (B)(6) in(B)(6), but the complaint came from (B)(6) in (B)(6). Ts transferred rep to main switch board to send information to appropriate company. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).